Event description:
It was reported that during a low anterior resection procedure, two hours into the procedure the surgeon was using the 5mm port to use laparoscopic grasper and the port started hissing and leaking pneumoperitoneum when the grasper was moved from side to side in the trocar. The hissing was coming from the valve of the trocar. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.